Manufacturer narrative:
Corrected data: in review, it was noted that the following information inadvertently were not indicated in the initial emdr; therefore, they have been captured in this supplemental report. The following fields were updated accordingly. If implanted; give date: (B)(6) 2019 device available for evaluation: yes, returned to manufacturer on: 03/21/2019. Method codes: 10 - testing of actual/suspected device. Device returned to manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). Device evaluation: the sample was received in a plastic bag that contain a plastic container with some liquid. A visual inspection was performed, using magnification. As per initial report the doctor was able to remove the foreign material and capture in a container which has been provided for testing. After evaluation of returned sample, neither fiber nor foreign material was observed inside the container. With provided photos, it was observed what appears to be a hair or fiber in the lens implanted, but it can not determined the source of foreign material. The returned container did not contain what the doctor says, he removed from the lens to be evaluated. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fiber or foreign material appeared to be stuck on lens model, pcb00 monofocal iol (intraocular lens) after implantation. The surgeon was able to remove the fiber or foreign matter and saved it in a container for further analysis. The lens remains implanted as successful cataract surgery was performed. It was also noted that it only added a couple of minutes in surgery. No additional information provided.